Event description:
It was reported that the patient missed a refill and the pump was significantly past the refill alarm date. The caller stated that the pump had been running empty for two weeks; however, believed the patient did not begin to show symptoms until the day of the report. Pump logs showed an empty reservoir date of (B)(6) 2013. The caller stated that the patient suffered withdrawal and had been in the emergency room (ER) the morning of the report for severe spasms and discomfort. The caller was to refill the pump. The device system was used to deliver lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the healthcare provider (hcp) was able to refill and reprogram the pump with no issues. The patient¿s symptoms resolved and per the hcp the patient was ¿fine, no issues¿. The patient was well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).